Manufacturer narrative:
Unit received gas loss in iab circuit alarms during patient use. No patient harm noted and pump was swapped out for another unit. A getinge field service engineer (fse) inspected unit and ran manifold leak tests to determine if leak present. Failed drive manifold vacuum leak test. Fse replaced drive manifold. Unit passed subsequent drive manifolds test without issue. Fse performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a gas leak and the balloon went into standby mode . Pump was swap out for another unit. No patient harm was reported.